Event description:
During the surgery the orthopedic attending requested for the scorpion device with the needle. Once the scorpion device was used the needle broke and was left stuck inside the device. A replacement scorpion device was opened on the field along with another scorpion needle that worked with no issues. An x-ray was taken to make sure no piece was left inside the knee. In addition, at the end of the case the orthopedic attending and scrub technician were able to remove the broken needle out of the scorpion device.